Event description:
A caller reported a tandem mobi cartridge alarm when attempting to reload the cartridge. There was no adverse impact to the customer¿s blood glucose level. Although the caller attempted to follow instructions to deliver a bolus and reload the original cartridge, the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support arranged a follow-up and advised the caller to retrieve a new cartridge and verify the insulin was at room temperature and not expired.